Event description:
Product analysis was completed on the returned generator. The nearing end of service (neos) battery status indicator was observed. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Despite the neos indicator, results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The generator performed as intended with no anomalies identified. No further relevant information has been received to date.

Event description:
The clinician indicated that the patient had been turned onto "basic rates" after the theme park ride. No further relevant information has occurred to date. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient's generator was replaced due to predicted end of service based on battery life calculation and increased seizures. The explanted suspect product was received for analysis but analysis has not been completed to date. No further relevant information has been received to date.

Event description:
It was reported by the clinician that the patient's vns has become "glitchy" and was not working to its full capacity. The nurse reported that the patient came in with increased seizures after the vns was inadvertently switched off when he rode rides at a theme park. The patient's seizures had previously been stabilized. Then the patient came in after a second admission. Upon interrogation, the vns was indicated as working, but this was not evident clinically and they couldn't see the stimulation artifact on an ECG. The patient was turned on and off and then they could see artifact on the ECG. The physician wondered if the battery could be running low. Because the manufacturer's battery life estimate indicated that there were close to 0 years remaining until end of service, and because the patient was having an increase in seizures, the patient was referred for urgent replacement. The generator's programming history was reviewed. The settings appeared as expected upon each initial interrogation for the two suspect appointments. In addition, diagnostics were within normal limits with impedance ok and the battery life indicator showing end of life = no. Therefore, the patient should be getting their intended therapy. Of note, a programming anomaly (a known anomaly described in labeling that occurs when a diagnostics event is interrupted) changed the patient's vns stimulation off time from 1.8 minutes to 60 minutes in the middle of the first appointment. If the ECG was taken while the off-time was 60 minutes off, this would likely explain why no stimulation artifact was observed. Note that the patient's settings were programmed to intended settings prior to the end of the appointment. No further relevant information has been received to date. No known surgical intervention has occurred to date.